Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a half portion was returned. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a salpingectomy procedure, the shears released the teflon during the procedure, causing no harm to the patient. The material was exchanged and the surgery continued. There were no adverse consequences for the patient.